Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the monitor passed a pulse test but was intermittently resetting. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on ca board (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective monitor.